Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the devices remain implanted in the patient post-mortem. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient¿s earlier device thrombosis event and a therapeutic inr goal was 2.5-3.5 may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: brand name: heartware ventricular assist system ¿ pump: lvad / serial #: (B)(4) / model #: 1103 / catalog #: 1103 / expiration date:08/31/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: mfg date: 08/31/2017, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a headache and was noted to be mumbling ¿a bit¿. The patient was admitted to hospital in critical condition. A head computerized tomography (CT) scan revealed a right cerebellar intraparenchymal hemorrhage. Laboratory testing revealed a therapeutic international normalized ratio (inr). The patient was electively intubated to protect the airway; but was reported to be following commands. The site further reported that the patient¿s neurological status worsened to the point that they were no longer following commands. Repeated CT scans revealed that the cerebellar hemorrhage had increased in size with the beginnings of a midline shift. The patient¿s pupils became fixed and dilated and a decision was made to withdraw care. The patient subsequently expired. The cause of death was reported to be the cerebellar hemorrhage. An autopsy was not performed.